Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced driveline fault alarms. The patient was asymptomatic during the event. The system controller was switched to the backup system controller; however, the driveline fault alarms continued. Log files were reviewed which indicated a potential compromised yellow wire. The manufacturer's technical services team evaluated the patient's percutaneous lead and no broken wires were found while performing continuity tests. Per x-rays, a suspect area appeared to be external approximately 2-3 inches from the exit site. An external percutaneous lead replacement was subsequently performed after which the pump passed testing.

Manufacturer narrative:
Approximate age of device: 2 years and 3 months device evaluated by manufacturer: the patient remains ongoing and continues on lvad support with no further issues reported; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The reported driveline fault alarms were confirmed based on the log file evaluation. Review of the log files showed multiple driveline fault alarms on different system controllers. Furthermore, submitted x-rays showed an area of concern approximately 2-3 inches from the exit site. Approximately 11 inches of the replaced portion of the percutaneous lead (lead) was returned for evaluation. This section of the lead did not include the suspected area. The returned lead was tested and passed continuity tests. Visual evaluation of the lead did not confirm any wire compromises that would have contributed to the events captured in the log files. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The patient remains ongoing and continues on lvad support with no further issues reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.